Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Furthermore, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 82 - 150 mg/dl.